Manufacturer narrative:
Investigation evaluation: event description: it was reported, during inflation of a cook bakri postpartum balloon with rapid instillation components, a leak was observed. The balloon was removed and confirmed to leak. Blood loss was estimated to be between 300cc and 500cc. Another bakri balloon was used to achieve homeostasis. No adverse events were reported. Reviews of complaint history, device history record (DHR), quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a cesarean section, a cook bakri postpartum balloon with rapid instillation components was used. The balloon was inflated in the uterine cavity and the fluid was observed coming out. The balloon was removed and tested outside the body and a fluid leak was observed. Blood loss was estimated to be between 300 and 500 cc. The procedure was completed with a second balloon with no difficulty. There were no adverse effects to the patient as a result of this occurrence.